Manufacturer narrative:
Zoll has not received the autopulse platform for investigation. A follow-up report will be submitted if and when the product is returned, and the investigation has been completed.

Event description:
The customer reported that the autopulse platform (sn (B)(6) displayed a user advisory 19 (max applied load exceeded) message after performing a few compressions during the resuscitation attempt. Zoll tech support provided instructions on how to clear this user advisory; however, the customer stated that they have tried all the steps to clear the ua, and each time it clears, the platform runs for about 1 minute before shutting off with the same error code. Autopulse nxt platform was deployed and used for the duration of the patient care. No consequences or impacts on the patient.